Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The break in aseptic technique was further specified as the patient did not wear a mask for therapy. One day after the onset of peritonitis, the patient was hospitalized for the event and treated with injections of ceftazidime (1gm, intraperitoneally (ip)) and an injection of vancomycin (1gm, weekly ip). Treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the patient was still experiencing peritonitis. The fluid was still not clear. The doctor was advised on a hospitalization of at least 21 days and the doctor would later decide if the catheter was to be removed. Should additional relevant information become available, a follow up medwatch will be submitted.